Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was return for sample evaluations. Along with return sample one photo was provided for review. Visual, tactile and functional evaluations were performed. Ballooning was noted on the catheter body proximal to the clamping sleeve. Upon infusion, ballooning was observed on the catheter body, proximal to the clamping sleeve. Aspiration was attempted and was unsuccessful. Catheter ballooning was noted on proximal end of catheter near the clamp in the photo. Therefore, the investigation is confirmed for the reported stretch and material protrusion issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement procedure, when the catheter was injected with a chemical solution, the catheter allegedly expanded and almost burst. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, when the catheter was injected with a chemical solution, the catheter allegedly expanded and almost burst. There was no reported patient injury.